Event description:
Patient reported "breast pain, capsular contracture, baker grade iii (side unknown) and skin problems.¿ also reported ¿constant headaches, brain fog, being "blurry", yellowish eyes, hot breasts after sun exposure" are not device related. The device status and affected side are unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.